Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast augmentation with a mentor memorygel 225cc on the left and 250cc on the right side silicone prosthesis experienced bilateral capsular contracture grade iii on the right and grade ii on the left side, bilateral ptosis and right sided rupture post procedure. During surgery doctor confirmed the left capsular contracture to be a baker grade ii and the right to be a baker grade iii. As a result, patient underwent bilateral capsulectomies bilateral replacements as follow: cat#:3502751bc sn#: (B)(4), cat#:3503001bc sn#: (B)(4), and bilateral revision mastopexy on (B)(6) 2021. The side for replacements are unknown per this report. This report relates to the left prosthesis.